Manufacturer narrative:
Visual inspection found both haptics bent, with one haptic slightly twisted. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The cause of the damage cannot be determined.

Event description:
The physician reports performing a cataract surgery with attempted implantation of the l161se intraocular lens using the ez-28 delivery device. During implantation the surgeon noticed an unspecified defect on the lens. Additional intervention was performed by enlarging the incision to remove and replace the iol intraoperatively. The physician implanted another l161se intraocular lens successfully with no complications. Reference MDR #1119279-2011-00051.